Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. With the provided x-ray images, it could not be identified if the viewable components are zimmer manufactured devices. It further could not be confirmed if the devices were used in an approved and/or compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. With the information provided a specific cause for the reported issue could not be determined.

Event description:
It is reported that the patient underwent a hip arthroplasty in 2004. Subsequently, the patient was revised due to pain in 2009.

Manufacturer narrative:
This report will be amended when our investigation is complete.